Manufacturer narrative:
The system logs showed no relevant errors during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments, instruments without further uses, and the following instruments: fenestrated bipolar forceps, cadiere forceps. A site history review found no complaints were made for the instruments used during this procedure. The stapler logs show the stapler instrument was installed on the system two times and fired one blue reload. On install one, the first clamp was successful, and the firing was completed with no pauses for compression. On install two, no clamping or firing was attempted. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci assisted procedure, a vessel was damaged, and the procedure was converted to open. During this event, a sureform 60 stapler instrument was being used to divide the stomach. Multiple clamping attempts were performed on the stomach during this process; while attempting to clamp, the left gastric vein was damaged causing 300ml of bleeding. The surgeon commented that they likely damaged the vessel with an assisting da vinci grasper while adjusting the sureform 60 stapler. The surgeon said there was not much bleeding at the time, but they were glad they converted to open early to control the bleeding with compression. The surgeon of the procedure said there was no malfunction of a da vinci product during this event. No blood transfusions were administered due to this event. The patient did not experience any post-operative complications, and their care plan was not changed due to this event. The surgeon said the sureform 60 stapler instrument contributed to this event because the stapler jaws had to be clamped several times on the stomach. The surgeon clarified there was no malfunction of the device. There are no images or videos of this event.